Event description:
05r/allura xper fd20/system crash. It was reported that the system crashed and there was black image on the screen. It was confirmed that a warning message of large focus used and small focus defective was displayed. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue that the small focus defect, large focus used. Review of the system log file showed that generator errors. Fse test small focus inductance is 6.7mh, indicating that the system is open. Fse replaced the x-ray tube and performed calibration. After replacement and calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.